Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's stimulation would turn on by itself at random times. The pt is able to turn stimulation off when this occurs. Switching programs to magnet off mode did not resolve the issue. The pt has elected to continue using stimulation as is with no further intervention at this time.